Event description:
When device was attached to our computer with the bravo software, we received an error message re: bravo study. The upload was not able to be completed. Reached out to medtronic technical support, despite multiple attempts device would not upload. [Redacted] it came and they attempted to save the study. But transmitter box was found defective. Dr made aware. Unknown if test will be repeated.